Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
It was reported, upon opening the package of a ncircle tipless stone extractor, prior to patient contact, the user checked the device function and found the basket would not open or close. No patient involvement.

Manufacturer narrative:
A review of documentation, manufacturing instructions, specification and quality control data was conducted during the investigation. The device was returned with the handle in the closed position and the basket formation is partially closed. The collet knob is tight and secure. The mlla (male luer lock adaptor) is tight. The pett measures 3 cm in length. A functional test noted the handle actuates the basket formation to the open position; but the basket formation cannot be completely retracted into the basket sheath. A visual examination noted the support sheath is bowed in appearance. The basket cannula is exposed 2 mm, when handle is in open position. One of the basket wires appears it has been ¿pulled.¿ a review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. Based on the provided information, inspection of returned product and the investigation, a definitive root cause cannot be established or reported at this time. We will notify the appropriate personnel and continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.